Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
On july 26, 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal rha 4 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 0.8 ml of teosyal rha 4 in the nasolabial folds (0.3 ml), in the cheeks (0.3 ml), and in the cheekbones (0.2 ml). The injection was done with a cannula using retrotracing and fanning techniques. On the following days (on (B)(6) 2023), the patient presented with livedo reticularis, hematoma, papules, and an ulcer on the right nasolabial fold. No treatment could be prescribed by then, as the patient went on a trip the day after the injection. She applied thrombocid (a topical cream that improves blood flow), and when she felt pain, she thought it was due to the cream. On (B)(6) 2023, she came back and informed the physician about the adverse event, which was immediately treated as a vascular compromise with: hyaluronidase injection: 500 iu. Nonsteroidal anti-inflammatory drugs (aspirin 500 mg): once a day for 2 days. Antibiotics (augmentin 875/125 mg): for a week. After the treatment, the patient presented with mild post-inflammatory hyperpigmentation on the right nasolabial fold. As a corrective action, pulsed light was applied until its complete resolution. Finally, on (B)(6) 2023, we were informed that the vascular compromise as well as the post-inflammatory hyperpigmentation were fully resolved without any further complications.